Manufacturer narrative:
Follow-up 05/24/2016: contact reported that the pump is functioning as intended and customer's blood glucose levels have returned to target. The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 497 (mg/dl). Customer administered insulin injections to treat bg levels. Reportedly, contact stated that the pump came in contact with an x-ray machine while customer was at the dentist's office. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.